Event description:
The facility had a patient in the rpl450 lift, when the pivot bolt for the legs to be opened and closed sheared off. The patient weighed 265 lbs, which is within the lifts weight capacity of 450 lbs. They stated that the lift is used on multiple patients. There were two licensed nursing assistants using the lift at the time of the incident and prevented the patient from falling. There were no injuries sustained from this event.

Manufacturer narrative:
This incident is being reported in an abundance of caution. The facility provided pictures that confirmed the allegation of the base pivot bolt being broken. The cause of this issue has not been confirmed. At present we are unable to tell if the issue was due to lack of maintenance, use error or a malfunction of the device. Should additional information become available, a supplemental record will be filed. The owner¿s manual for the rpl450 patient lift includes: regular cleaning will reveal loose or worn parts, enhance smooth operation, and extend the life expectancy of the lift. Follow the maintenance procedures described in this manual to keep your patient lift in continuous service. The invacare patient lift is designed to provide a maximum of safe, efficient, and satisfactory service with minimum care and maintenance. All parts of the invacare lift are made of the best grades of steel, but metal-to-metal contact will cause wear after considerable use. Check shifter handle (to open and close the legs) monthly to: ensure the handle operates smoothly and ensure locks adjustable base whenever engaged. (Legs open) detecting wear and damage it is important to inspect all stressed parts, such as slings, the hanger bar, and any pivot for slings for signs of cracking, fraying, deformation, or deterioration. Replace any defective parts immediately and ensure the lift is not used until repairs are made.